Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error alarm. The user had kept the insulin pump in their pocket for four to five hours prior to the alarm. The customer's blood glucose was unknown at the time of incident. The battery was replaced but the critical pump error alarm persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on printed circuit board. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case and minor scratched lcd window.